Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was not on tight enough. The customer was able to tighten connection and fill tubing successfully. The customer's blood glucose level was not impacted.